Event description:
It was reported that there was an extravasation with the catheter. F/u info received on (B)(6) 2012 from the clinical manager states they do not known where the leak was coming from. The catheter was removed from the pt and a PICC was placed. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will e filed if additional info becomes available.